Event description:
The catheter was inserted the patient's left basilic and was indwelling for 10 days when respiratory symptoms increased. An x-ray was performed and pleural effusion was identified. A chest tap of the pleura also identified lipids from the IV line. The catheter was removed and the patient is currently stable.